Manufacturer narrative:
This report is submitted on november 20, 2020.

Event description:
Per the clinic, the patient experienced infections and had multiple soft tissue revisions and medications (specific type, date, and duration not reported). Additional information has been requested but has not been made available as of the date of this report.